Event description:
Registered nurse (rn) reported 2 incidents (1 patient), on different days, of shortness of breath (sob) at 5 minutes into treatment with CT 190g dialyzers. During the first incident the patient was treated with oxygen by mask and the hemodialysis treatment was not interrupted. During the second incident that occurred the same patient was given nebulizer treatment with albuterol in addition to a dose of ativan (dosage unknown). The hemodialysis treatment continued until completed. During both incidents, new dialyzers were used and both incidents resolved without further intervention. As a precaution, the dialyzers were primed with 2 liters of normal saline before treatment was initiated. Rn reported that there were no hospitalizations associated with these incidents. The patient is currently being dialyzed with psn 170 dialyzers.